Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a power on reset of the parameters and a critical ram parity error was logged on (B)(4)-2011 in address "14 a6". Por severity considered low as device should be able to fully recover after reset.

Event description:
It was reported that, upon interrogation of the device, an electrical reset had occurred. The device remains in use. No patient complications have been reported as a result of this event.